Event description:
The hospital reported that three aortic punches (same lot) experienced a device malfunction during a procedure. Allegedly the punches would not disengage as intended during use. There were no pt complications reported as a result. One of the punches was returned to the MFR for analysis. No further info is available at this time.

Manufacturer narrative:
(B)(4): inspection of the sample found that the stainless steel cutting edge of the punch was marred in areas. The root cause could not be identified, but quest medical, inc has notified the component supplier, who is implementing corrective actions. Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.